Manufacturer narrative:
Physio-control further evaluated the device and verified the reported failure. Physio-control observed a depletion of the internal hybrid layer capacitor (hlc) batteries; however, the cause of the reported failure could not be determined. Physio-control did observe an electrical leakage of filter, designator fl9 on the analog pcb assembly which could deplete the internal hlc batteries, but noted that the amount of leakage was not enough to cause the depletion. Physio-control confirmed that the device was able to power on, charge and shock when evaluated. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a premature low-battery indicator. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed internal electrical leakage that could deplete the internal hybrid layer capacitor (hlc) batteries; defibrillation therapy may not be available if needed.

Manufacturer narrative:
The initial medwatch report indicates: physio-control further evaluated the device and verified the reported failure. Physio-control observed a depletion of the internal hybrid layer capacitor (hlc) batteries; however, the cause of the reported failure could not be determined. Physio-control did observe an electrical leakage of filter, designator fl9 on the analog pcb assembly which could deplete the internal hlc batteries, but noted that the amount of leakage was not enough to cause the depletion. Physio-control confirmed that the device was able to power on, charge and shock when evaluated. The customer received a replacement device. The initial medwatch report should have indicated: physio-control further evaluated the device and verified the reported failure. It was observed that one of the internal hlc batteries, designator bt2 was depleting at a faster rate then the remaining two (bt1 and bt3). Physio-control did observe an electrical leakage of filter, designator fl9 on the analog pcb assembly which could deplete the internal hlc batteries, but noted that the amount of leakage was not enough to cause the depletion. A conclusive cause of the hlc depletion issue could not be determined. The customer received a replacement device.